Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified. In addition, a different issue was identified. The failure investigation has been completed. Based on the analysis, the alleged issue was verified. In addition, a different issue was identified.